Manufacturer narrative:
A company representative was unable to duplicate the reported problem. As a precautionary measure, the power supply (part number (B)(4)) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient during transport, the iabp shut down with no alarm. The recycled power to the iabp and it functioned normally. Therapy was continued. No patient injury was reported.